Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had fluid and inflammation around their heart. It was also reported that the range for the right atrial (ra) lead was not what they wanted it to be and might be in the wrong position. The ra lead remains in use. No further patient complications have been reported as a result of this event.